Manufacturer narrative:
Secondary product analysis: visual inspection found no anomalies with the device. The main board was assembled into a golden unit. The device was ran on the automated test console, however failed functional test with active current test failure. The device failed the backlight on and off different current test, with measurements found out of specification. Troubleshooting found that a transistor switch for backlight on/off was partially damaged. Replacing the transistor fixed the problem. Failure analysis could not confirm the customers complaint as it was found that the main pcba failure was caused by the defective transistor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment the epg had intermittent issues with powering on. Replaced main pcb as a preventative. During bench testing: device powered up with on bench with known good batteries. However, device shut down during self-test and would not power back up. Opened device up on bench. Device powered up with no issues. Pressed on flexes and wiggled display and battery wires. Unable to duplicate the shut down. It was also noted that the hanger assembly was broken, the lower case was broken, the main seal was broken, the display wire was pinched, wire insulation not compromised and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had intermittent issues with powering on. The epg was returned for repair. There was no patient involvement. The epg subsequently tested out of specification during manufacturer¿s analysis.